Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced pain and infection, along with purulent discharge, at the site of the balloon incision and surrounding the component. The patient underwent a revision surgery, during which the balloon was removed and replaced, and a washout was performed. There were no device issues and no further patient complications reported.